Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would intermittently lockup with a white display at the initial boot-up. There was no patient use associated with the reported event.

Manufacturer narrative:
After being unable to duplicate the reported lockup issue, physio-control replaced the system controller and user interface pcb assemblies because of a corrupt memory issue on the system controller pcb assembly. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. After further evaluation of the removed pcb assemblies in the failure analysis center, the reported lockup issue was verified. The cause of the lockup issue was determined to be a shorted integrated circuit chip, designator u61 from the system controller pcb assembly.